Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Manufacturer narrative:
Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order 1103235 were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a void in valve on side out specification, per qa199.06 (texture side). This observation has no relation with the reported event. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation : analysis of the returned device identified flat creases. Leak test and microscopic analysis were performed which observed a void on the valve side out of specification per qa199.06 (texture side) and observed a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, which determined the result to be that no blockage was found. Based on the device analysis the final assessment is:voids on valve texture side area, assessed as a workmanship.